Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a male patient in 2003. The initial setting pressure was 110mmh2o. Since the patient's condition got worse, the surgeon tried to change the pressure, but it became unstable and could not be set to the desired pressure even after flashing. On (B)(6) 2015, the device was replaced with the same new product at 110mmh2o, and the patient's condition improved after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and the x ray dot were dislodged. The x ray dot was found on the cam mechanism magnets. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage to the valve casing was noted. Review of the history device records confirmed the valve product code 82-3100, with lot 1225817, conformed to the specifications when released to stock on the 28th september 2004. The root cause(s) of the dislodgement could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.